Manufacturer narrative:
(B)(4). Concomitant medical products: unknown heritage stem cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00160.

Event description:
It was reported that the patient underwent revision after initial right hip arthroplasty due to chronic toxic encephalopathy.

Manufacturer narrative:
(B)(4). Medical product: catalog #: unknown, unknown acetabular shell, lot # unknown. Catalog #: unknown, unknown acetabular liner, lot # unknown. Reported event was considered confirmed from viewing the photographs which show that the was black debris on the stem and head which is consistent with corrosion. Device history record was reviewed and no discrepancies were found. Medical notes confirmed patient had results consistent with chronic toxic encephalopathy, in addition to systemic and periprosthetic elevations of cobalt that has resulted from corrosion of the right stem. Also noted was an adverse reaction to metallic debris about the right hip, including intraarticular fluid and a discreet pseudotumor along the lateral shoulder of the stem. The surgeon noted that the corrosion was likely occurring between the stem and the cement mantle in addition to the stem and head taper junction. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 20 years post-implantation due to chronic toxic encephalopathy. It was farther reported that patient experienced elevated cobalt blood levels, device corrosion and formation of a pseudotumor.